Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 71-year-old male patient, the device displayed a "pace defib device failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to an approved zoll medical approved service provider for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including power cycling, bench handling, and functional stress testing without duplicating the report. An internal inspection found no discrepancies. The aux connector was replaced as a precaution. The device was recertified and returned to the customer. The customer's accessories were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.